Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that inaccurate information was found in the history. Alarms indicated as 00-0000 with the date only were appearing with no identification of the type of alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings: during investigation, a review of the black box showed that the last basal delivery was on 05/12/2014. The total daily doses calculated correctly and equaled the daily basal target for 04/02/2014 through 04/06/2014. No alarms related to the complaint were noted in the alarm history. An ¿occlusion¿ alarm, and a ¿loss of prime¿ warning were simulated during testing; the pump emitted and recorded the alarm/warning correctly. No warnings or alarms occurred during the duration test. The pump was found to be perform within specifications. The history settings issue was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.